Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with prolapsed posterior leaflet and suboptimal transseptal puncture. A mitraclip xtw was inserted, and grasping was performed. However, after the first attempt to grasp the leaflets, it was observed that one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. The procedure was completed with three clips implanted, reducing mr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with prolapsed posterior leaflet and suboptimal transseptal puncture. A mitraclip xtw was inserted, and grasping was performed. However, after the first attempt to grasp the leaflets, it was observed that one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. The procedure was completed with three clips implanted, reducing mr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, the returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), the cause for the reported single gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.